Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm eight years ago. The aneurysm diameter and vessel morphology at the time of implant were not reported. It was reported that the patient was brought in emergently for treatment of a type I endoleak and aneurysm rupture. How the patient was treated is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (ruptured aneurysm, endoleak); (lack of information, cause of event is unknown). Evaluation, conclusion: (lack of information, cause of event is unknown).